Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient was having some discomfort in their lower back. The patient mentioned that the therapy was working fine on their legs, but it was ¿not catching [their] lower back.¿ the patient reported that they thought this was due to barometric pressure changes with weather and noted that it had not been as bad the past week or two with the weather changes. The patient also reported that they notified their pain doctor about this and they thought that the patient may still be getting used to the therapy and recommended reprogramming. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.